Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a premature ventricular contraction procedure, when the sheath was inserted into the heart and negative pressure was applied to aspirate before inserting the catheter, it was noted that air was aspirated from the sheath. Aspiration was performed several times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. The only product inserted directly into the hemostasis valve was the included dilator. Air movement into the patient was not identified.